Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked tank cover, broken reflux plug, damaged printed circuit board (pcb). Functional testing found the over temp alarm wouldn't sound because the pot on the pcb used to set the alarm is damaged. The root cause of the reported issue was found to be customer damage - force or impact to the over temp pot. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is not getting a high temperature audible alarm. Event occurred during preventative maintenance. No patient involvement reported.